Event description:
It was reported that the patient developed a pericardial effusion. Upon further review, it was noted that the right ventricular (rv) lead exhibited low r-wave values and non-capture at high outputs during a device follow up. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID 5086mri52 implantable pacing lead implanted: (B)(6) 2013 product ID a2dr01 implantable pulse generator (ipg) implanted: (B)(6) 2013. (B)(4).